Manufacturer narrative:
A lot history review (lhr) of huxj1938 showed no other similar product complaint(s) from this lot number. The complaint of broken tubing was confirmed and was found to be use-related. The returned product was one 20fr ponsky peg feeding device. The device was returned in two segments but was free of residue. The separation edges between the two segments were defined and appeared unstrained. Microscopic examination of the edges between the two segments of tubing revealed a striated texture and glossy veneer. An attempt to infuse water through each segment independently revealed they were patient to infusion with no leaks detected. Tactile evaluation of the two segments did not reveal any tensile weakness or defects. The separation edges of the segments appeared to be complementary. The distal segment of the device was measured to be 45.5cm, and the proximal segment was measured to be 20.7cm. The characteristics of the edges between the two segments are typical of a cut with a sharp instrument. Contact with sharp instruments should be avoided to prevent damage to the device.

Event description:
When the user was trying to pull the gastrostomy tube through the abdominal incision site, the tube was torn.